Event description:
It was reported that after the permanent implant procedure, the patient began experiencing thoracic radiculopathy caused by the right lead. An x-ray was taken and the physician determined that the lead did not migrate as it was originally positioned that way. Forty-two days after the permanent implant procedure, the patient underwent a lead explant procedure due to the lead causing uncomfortable rib stimulation. The physician assessed that there were no malfunctions with the lead and the impedances were normal. The explanted lead was discarded by the hospital. The ipg was only touched to remove the lead and add a port plug in the empty port. The patient is doing well postoperatively and post-operative programming confirmed the ipg is working as normal. The physician assessed the event as resolving and related to the procedure and the device hardware, not the stimulation.

Event description:
It was reported that after the permanent implant procedure, the patient began experiencing thoracic radiculopathy caused by the right lead. An x-ray was taken and the physician determined that the lead did not migrate as it was originally positioned that way. Forty-two days after the permanent implant procedure, the patient underwent a lead explant procedure due to the lead causing uncomfortable rib stimulation. The physician assessed that there were no malfunctions with the lead and the impedances were normal. The explanted lead was discarded by the hospital. The ipg was only touched to remove the lead and add a port plug in the empty port. The patient is doing well postoperatively and post-operative programming confirmed the ipg is working as normal. The physician assessed the event as resolving and related to the procedure and the device hardware, not the stimulation. Additional information was received that the patient experienced constant pain that started in her right posterior thoracic region and radiated to her front. The patient also experienced spasms with activity. The stimulation caused the spasm pain to be worse, therefore, the patient turned down the stimulation whenever they were moving. The patient mentioned that none of her chronic pain medications helped treat the new right-sided thoracic pain. The event was resolved on the same day as the explant procedure.